Event description:
The reporter states that she felt hyperglycemic. She attempted to test on the accu-chek compact plus meter and received a "e-13". She went to the hospital and was treated with lantus insulin. New system sent and return requested.